Manufacturer narrative:
A review of the complaint history for SN (b)(6)was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 02-DEC-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue.PART ANALYSIS:The reported condition of drawer failure was confirmed by FSE and subsequently confirmed in the DCHU testing and inspection process:According to work order #(b)(4) the FSE reported that the half heigh drawer 5.1 and all cubie pockets failed and were not detected on the bus. The drawer controller board, module controller board and retractor band were replaced. The new drawer was configured and tested in Hardware Test Application with no anomalies. Preventive maintenance was performed with no further issues reported.During DCHU Visual Inspection:PN 151622 01: The PCBA DWR CNTLR v1.10/v1 (SN (b)(6) was received by the DCHU investigation lab with no physical damage, missing components or fluid ingress.PN 151630 01: The PCBA PMC v1.06/v0.09BL HH (SN (b)(6) was received by the DCHU investigation lab with broken component L501.PN 353844 01: The ASSY RETRACTOR DWR HH CUBIE was received by the DCHU investigation lab with damaged internal wires (physical damage) and exposure of copper strands.During DCHU Testing:PN 151622 01: The PCBA DWR CNTLR v1.10/v1 (SN (b)(6) was tested by the DCHU investigation lab on an ESD protected environment. Testing points and MOSFET were measured with normal resistance value >1000 ohms. After, additional electronic components were measured following schematic diagram with no anomalies found. Finally, HTA functional testing was performed and passed with proper functionality with no anomalies detected.PN 151630 01: No DCHU testing was required by the DCHU investigation lab for the received part because it failed visual inspection due to broken component L501.PN 353844 01: No DCHU testing was required by the DCHU investigation lab for the received part because it failed visual inspection due to damaged internal wires (physical damage) and exposure of copper strands.The device was in use for treatment purposes as intended per 21 CFR 820.198(d).ROOT CAUSE:The root cause to the reported failure "Failed drawer" is attributed to the broken component L501 of the part PN 151630 01 and the damaged internal wires (physical damage) of the part PN 353844 01 which produced the reported drawer failure.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES drawers 4.1 & 4.2 were failed and not detected on the bus. As per part investigation, it was determined that the root cause of the reported "Failed drawer" was attributed to a broken component L501 on (b)(4) and physically damaged internal wires on (b)(4), which resulted in the drawer failure. However, there were no delays or adverse events or injuries reported based on this event.